Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning as intended. Surgical intervention was performed to replace the ipp with a semi-rigid prosthesis. There were no additional patient complications reported.